Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The blood leak detector and glass tube were received with no signs of physical damage. There are no indications of unknown substance on the glass tube. The blood leak detector and glass tube were installed onto a test machine to test for the reported failure. A blood leak alarm occurred during dialysis. The blood leak detector was able to be calibrated without problems. The test machine functioned properly during dialysis after the blood leak detector was calibrated. A self-test was performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported to technical support that a 2008t machine experienced blood leak uncalibrated alarm during patient treatment. After contacting the customer, it was confirmed that the blood leak detector was replaced which resolved the reported issue. The machine has been returned to service. The patient on the machine at the time of the reported issue was moved to another machine to complete treatment and did not experience any adverse effects as a result of this incident. The nurse stated that the patient¿s blood was not rinsed back prior to moving them to another machine. The patient¿s estimated blood loss was 150 cc which was observed in the tubing.